Event description:
Per the clinic, patient experienced migration of receiver stimulator resulting in pain and limited benefit. Subsequently, the patient underwent revision surgery on (B)(6) 2025 under general anesthesia to reposition the device. The implanted device remains.